Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they have a history of experiencing shocking when walking through theft detectors at stores like (B)(6). Patient runs through the detectors because once they literally jumped off the floor with both feet. Last week patient got an (B)(6) watch which they wear on the opposite side from the ins and they were charging their phone and the cord was laying across their thigh and it shocked them from the buttock/crotch down the leg. Shocking symptoms first occurred around 2019 (already reported with another ins. Recommended patient turn therapy off when walking through theft detectors and patient complained that it is not convenient to bring the handset with them places and they prefer the older model of programmer. Reviewed potential for shocking sensations to occur when exposed to emi or overstimulation to occur positionally like when sitting. Recommended patient avoid draping cords over their body. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Redirected caller:  no further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. They reported that the shocking was intermittent. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.